Event description:
It was reported that telemetry confirmed a critical alarm occurred on (B)(6) 2014. A pump reset occurred, low battery, safe state occurred. The patient began itching on (B)(6) 2014, and the pump alarm was audible to the patient on (B)(6) 2014. The pump was replaced. The patient also experienced underdose symptoms. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. It was unclear the type of baclofen being delivered. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, lot# n174809002, implanted: (B)(6) 2009, product type: catheter. (B)(4).